Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/21/2021.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: two (2) actual samples and ten (10) companion samples were received for evaluation. One huber needle connector (non-baxter) was attached to one of the actual samples. Visual inspection was performed on the two actual infusor samples with no physical defect noted; however, a vertical crack was observed in the huber needle connector (non-baxter product). A functional leak test was performed with the huber connector attached to each of the distal luers of the two actual infusor samples, which revealed a leak coming out from the crack of the huber connector. When the huber connector was removed, no evidence of leak was observed from either of the two infusor units. Therefore, the reported condition was not verified. The infusors were determined to be conforming product. Additionally, a leak test was performed on the ten (10) companion samples by filling their bladders with green colored water. After fill and prime, their blue winged luer caps were securely connected then the samples were monitored until the next day. The next day, no evidence of leak was observed from the companion samples. The condition was not verified and the companion samples were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are two (2) small volume infusors leaked between a non-baxter "needle" and distal luer lock during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.